Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 04-dec-2019 with the following findings: battery compartment was cracked below and above the grip pad. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed the battery compartment is cracked below and above the grip pad. This report is made based on results of investigation completed on 04-dec-2019. There was no indication that the product caused or contributed to an adverse event.